Manufacturer narrative:
The insulin pump was returned for power error alarm; detailed trace analysis did not confirm alarm was triggered. Backup battery unloaded voltage did not drop below 3.7 volts for consecutive 240 minutes. The insulin pump passed displacement test and self test. No unexpected pump error or power loss alarm noted. The insulin pump had cracked reservoir tube lip, scratched case and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Nurse reported via phone call power system error alarm. Nurse advised the notification light started flashing. Customer was advised the backup battery has failed and this error does not prevent the device from running. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.